Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that was far field r-wave (ffrw) and t-wave oversensing on the right atrial (ra) lead. It was noted the lead had been positioned near the tricuspid valve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.